Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they found 3 autofill errors in the log and no other autofill errors showed during use. Many tests, and autofill procedures were done to attempt to replicate the issue but nothing wrong was found. Device passed the performance and safety checks according to factory specifications.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was patient involvement and no injury or harm reported.